Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: (it was reported that there were white floating particles in a small volume intermate.) The device was manufactured july 09, 2014 ¿ july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a large volume intermate. This was observed after compounding had occurred. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.